Event description:
According to the reporter: the needle broke off inside the pt and it was retrieved. The surgeon used another device without further consequence. There was no medical intervention required. There was no unanticipated tissue loss, tissue damage or bleeding. There was no extension to surgical time required. Pt current status reported as recovered.

Manufacturer narrative:
(B)(4).